Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 350 mg/dl at the highest. Reportedly, the customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. The customer changed the cartridge and the infusion set site and resumed insulin delivery.